Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported the unit shut off when moved. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported unit shut off when moved issue. The manufacturer¿s field service engineer (fse) replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 25apr2020. B4: 28apr2020. The power supply was returned to failure investigation for evaluation. The failure investigator performed several test, and the visual inspection of the power supply revealed no evidence of damage or contamination. The failure of capacitor prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.